Manufacturer narrative:
The reported events of high lead impedance and high capture threshold were not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an implant of a lead, it exhibited high and out of range impedance along with a high capture threshold. The lead was not used and a new lead was implanted to complete the procedure. Patient was stable.